Event description:
Reportedly, the device was explanted at implant due to regurgitation. Per the cer: patient was recovered as of (B) (6) 2010. It was reported that "perimount plus 6900pj27 was implanted for mvr to correct mr on (B) (6) 2010. Right before the extracorporeal circulation was weaned off, severe straight regurgitation from central area was observed on tee. Customer commented that the stent post might have been possibly bent at the implant. Perimount plus 6900pj27 was explanted at implant for mvr due to mr on (B) (6) 2010. Another perimount plus 6900pj25 (B) (4) was implanted as a replacement." Customer commented it is unknown whether this is device related or not.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. Customer letter required. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.

Manufacturer narrative:
Evaluation summary: no inconsistencies detected. The device was sent to research and developement for functional testing. On 09/13/2010 research and development concluded with the following: " this valve was explanted at implant due to mitral regurgitation, which could not be reproduced by the edwards standardized in vitro tests. No echocardiograph recording was provided, thus neither the reported "severe straight regurgitation from central area" nor the behavior of the valve in vivo can be confirmed. A small amount of non-central leakage was detected during the in vitro standardized tests, which is typical for this type of bioprosthesis and should be reduced to a negligible level shortly after heparin's effect is reversed. The trf measured for this valve is almost three times less than the 15% maximum allowed for this size valve per iso(B)(4). This small amount of non-central regurgitation would generally considered clinically insignificant. However, due to the exposure to blood and formalin, it is possible that the results from the in vitro standardized tests may be somewhat different from that observed in vivo."